Event description:
It was reported that a smiths medical pump displayed a "no disposable - clamp tubing," alarm. Pump settings: rate 2.2 res vol 33 given 69. No air in tubing. No injury to patient. No further information available.